Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: 11:00am, inratio: 3.6. Date: 12:00pm, lab: 4.2. Date: 7:30pm, inratio: 2.0, 3.6. Tests at 7:30 were performed within minutes of each other. Therapeutic range: 2.5-2.6. Patient self tester usually warms his hands before testing, however, he did not when he obtained inratio=2.0 and found that he had a difficult time. Customer then warmed up his hands before retesting; inratio=3.6. Caller reports milking the finger after finger stick. Patient has been testing on the inratio meter since (B)(6) 2011.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used or investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.